Event description:
A caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received education on managing the situation and resumed insulin delivery. The pump was replaced due to an alarm 20 issue, and no further action was required at the time.